Manufacturer narrative:
Section e reporting institution phone #: (B)(6). The philips remote service engineer (rse) confirmed the event. The rse ordered the replacement part for the customer per their request. The cause of the event was the speaker. The issue was resolved with the customer ordering a new speaker. The device remained on site.

Event description:
The customer reported that the speaker was not functioning. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.